Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results non-fasting range around 300 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6) 2015; 1:24pm) with results of "hi" and "hi". Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 11/21/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: "hi", (B)(6) 2015, 09:21am; "hi", (B)(6) 2015, 08:25am; 397mg/dl, (B)(6) 2015, 05:15pm; 398mg/dl, (B)(6) 2015, 07:13am; 344mg/dl, (B)(6) 2015, 05:33pm. Based on the "hi" results recalled in the meter memory and obtained by the customer, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.